Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that upside down latch wearing out. A field service engineer, replaced latch and adjusted remote manager to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system remote manager has failed. The customer stated that the malfunction delayed in accessing medication. There were no adverse events or injuries reported based on this incident.